Event description:
Contact reported that the anterior skull pins penetrated the inner table of the patient's skull during tightening. The pt is reported to have had no adverse outcome as a result of this situation.

Manufacturer narrative:
Surgeon reported that the pt bone quality to be age appropriate. Two weeks after the initial case, the pins were removed and replaced. There was no adverse outcome for the pt as a result of this situation. Caps are set to break at 8 in/lbs. Caps should not be used on patients with compromised bone quality. For patients with bone quality issues, the system comes with a torque driver. At this time, no definitive conclusions can be made. Care must be taken during tightening to prevent over penetration.